Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 425 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. Customers other blood glucose value was 250 mg/dl and 275mg/dl. The customer was treated with insulin pump and manual injection. Customer also reported that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did allege pump was under delivering because they had not been able to control with the insulin pump. The device will return for analysis.